Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair on a (B)(6) male with good bone quality, the surgeon drove the versalok anchor below or deeper than the laser depth mark; also the pusher was driven in the bone over the anchor. The surgeon states that he hammered "strongly" and he did this without visualization; blindly hammered without knowing that was happening. To remove the hardware, the surgeon made 2 incisions 2 to 3 cm each to remove the devices from the bone: this added 3 hours and 20 minutes onto the procedure. At this point in time we do not know what was done to remove the hardware, what impact this had on the patient or what was done to remedy this injury. The surgeon used another fixation device to complete the original repair. Our affiliate tells us that the surgeon used an awl to prep the bone hole and the surgeon is very...

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.